Event description:
It was reported that a small augment reamer guide became stuck in the glenoid during the procedure. Following a difficult removal, visible damage to the guide was observed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Correction to h6 annex a coding. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product identified signs of use and wear and tear. The body of the reamer is gouges and scratched. The flat section of the reamer has an area where the material has been rolled over. No measurements were taken however did confirm that the device is visually conforming to the print. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h8 the product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.